Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
No service on the ventilator was requested. The reported issue was not reproduced on-site. Due to the age and usage, the healthcare facility decided to scrap the ventilator. No parts were replaced and returned for investigation. The evaluation of received device logs confirms a single occurrence of the reported technical error codes. The technical error codes indicate disabled valves and a control pc board communication failure with the monitoring pc board. If the underlying defect appears during ventilation, ventilation will stop, and the user will be notified by a generated high priority alarm and the corresponding technical error codes. If the failure appears during startup, a technical alarm will be generated, and ventilation cannot be started. The problem has only been seen for devices manufactured before june 2005. No device has more than one complaint. The most probable root cause to these non-reproducible technical error codes is emc since during 2005 a change was done to the base unit to improve emc protection and a sealing strip was added. A correction of field # d1 ¿ brand name and # d4 ¿ version or model # were required. D1 ¿ brand name ¿ previous brand name: servo-I. Corrected brand name: servo-I base unit. D4 ¿ version or model # - previous version or model #: servo-I. Corrected version or model #: 6487800. The UDI information is not available since the device was manufactured before 2015. H3 other text : 4117.

Event description:
It was reported that the ventilator generated technical error codes indicating disabled valves and communication error. There was no patient involvement. Manufacturer's ref #: (B)(4).